Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the (partial) device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Updated data-concomitant medical products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: investigation site: (B)(4). Selected flow: device interaction/functional / example: fell apart. Visual inspection: only the expansion head bushing of an cslp va plate was returned for evaluation. The bushing is slightly deformed, the bead blasted outside of the bushing is worn and there are stress marks at the inner diameter. The surface at the bottom side of the bushing, which would be also the bottom side of the plate, is intact with no visible damages. The top side of the bushing is strongly damaged, the are strong marks of an excessive metallic contact visible. The anodized layer is worn away at all damages, which indicates that they were caused post-manufacturing. Dimensional inspection: checked dimensions with caliper: inner diameter after slotting . Specification min. 4.5mm / measured: 4.51mm = pass. The other relevant dimensions cannot be verified anymore as they are defined for before slotting or damaged by the above described damages. Drawing/specification review: the expansion head bushing drawing es0120_e was reviewed to verify the relevant dimensions of the received bushing. The review has shown that this drawing is in place since (B)(6) 2002, which speaks against a design related issue. Investigation conclusion: the complaint is confirmed as a from the plate separated expansion head bushing was received. The plate itself and the used screws were not returned, therefore the exact cause of this occurrence cannot be defined. Based on the provided information belongs this bushing the plate which was exchanged during the initial surgery, this event is captured on the complaint (B)(4). According to the information in this complaint did a much too large angle lead to the ring loosening. This large angle is also confirmed by the visible damages at the received ring as there was an excessive metallic contact, either with the drill bit or the screw. Therefore we have to assume that the too large insertion angle did lead to the loosening and finally fall out of the received bushing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original date of implantation was on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: date of event is an unknown date in (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date is unknown. This report is for an unknown spine plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the postoperative x-ray inspection the images showed that the small metal ring located in the plate hole loosened and now shows up radiologically in the soft tissue. Initial procedure was performed on (B)(6) 2019 to treat vertebral body fracture and spinal cord injury. During the initial procedure, the plate must have been changed due to the spine anatomy. During the plate change, dislocation of the ring occurred unnoticed during screw removal. An intervention was done on (B)(6) 2019 to recover the very small piece of metal. The ring was removed before a tracheal cannula was created. The surgical procedures were combined so that no additional anesthesia was necessary. The procedure was completed with the removal of the ring. Patient outcome was not negatively affected. Concomitant devices reported: unknown screws (part#unknown, lot#unknown, quantity unknown). This report is for one (1) unknown spine plate. This is report 1 of 1 for complaint (B)(4).